Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 51 mg/dl. They were treating their low blood glucose with food. The customer stated their blood glucose had been low for 2 days due to being sick. The device will not be returned for analysis.